Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump had anomalies. The reservoir barrel was emptied all of sudden and the insulin delivery was stopped. Customer was hospitalized due to insulin pump anomaly. The reservoir and insulin pump will not be returned for analysis.